Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt says they are "getting a shock on the bottom of my foot every couple of minutes on the right side" and says this started "about 2 days ago". Pt says they haven't had any falls or trauma, and thinks they might have changed programs but doesn't remember and wants to know what program they were on. Pt is also seeing an eri message. I explained meaning and redirected to hcp. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.